Event description:
Additional clarification by engineering noted that this was a programmer software time zone setting issue which was not allowing for the device to be interrogated. The device was interrogated, and it was noted that the issue was not related to the device but only the programmer.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the interrogation for this subcutaneous implantable cardioverter defibrillator (s-ICD) a red screen came up on the programmer and the programmer rebooted several times but the red screen kept popping up. A review by boston scientific technical services (ts) confirmed that the programmer was updated to the correct software version to be able to interrogate and updated the s-ICD. Ts noted that this case could be related to the device itself thus ts discussed some troubleshooting steps. At this time the device remains implanted. No adverse patient effects were reported.